Manufacturer narrative:
(B)(4). Evaluation summary: the returned goods lab analysis noted that the total catheter length met manufacturing criteria. There was blood on the balloon and on the indeflator handle, which is consistent with handling. There was crystallized contrast in the inflation lumen and in the balloon, which suggests preparation for use. The balloon was partially inflated, which confirms that the device was inflated. The undamaged indeflator used during the procedure was returned with a green fluid in the syringe. Using the returned indeflator as is, the balloon was inflated to rated burst pressure (rbp) with no damage noted to the balloon. The deflation times were taken and met manufacturing criteria; thus, the incident could not be confirmed. There was a kink in the distal shaft 4.8 cm distal to the guide wire exit notch and multiple kinks and bends throughout the hypotube, which may have occurred during the procedure and/or during return shipment. There was no report of any damage/anomaly noted during inspection or preparation prior to use, which suggests that a product deficiency did not contribute to the reported complaint. There was also no reported difficulty deflating the device post stent deployment. It is specified in the xience prime everolimus eluting coronary stent system instructions for use (IFU) that 60% contrast diluted 1:1 with normal saline is the appropriate mixture. Contrast that is more concentrated can lead to slower inflation and deflation. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the deflation difficulties; however, this cannot be confirmed. Additionally, although not reported, the noted kinks and bends in the hypotube may have also contributed to the deflation difficulties due to obstruction; however, this could not be confirmed. Factors that may contribute to difficulty/failure to deflate include but are not limited to damage to the device, contamination in the inflation lumen, patient anatomical morphology, deflation technique, contrast dilution, inadequate connection to the indeflator, and/or accessory device support. To ensure this type of event is not the result of a product quality deficiency, all stent delivery systems are 100% visually inspected for damage and 100% leak tested on the manufacturing line. Additionally, a sampling of units is destructively tested to verify proper inflation and deflation prior to lot release. It was reported that force was applied during removal of the device, it should be noted that the xience prime IFU states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, the IFU deviation did not cause or contribute to the reported incident. A review of the lot history record did not reveal any related nonconforming material records. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency.

Event description:
It was reported that an unknown size vision stent that had been placed at an unknown time restenosed. The 3.5 x 12 mm rx xience prime was advanced and deployed uneventfully at the lesion. The same xience prime balloon was re-inflated for post-dilation but it would not deflate. The balloon catheter was removed while still inflated from the anatomy with some force. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The vision stent is being filed under a separate MFR number.